Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the recharger wouldn't charge from the wall or power up. The patient stated they were in a lot of pain because they were unable to charge their implant. They stated they were ready to have their implant removed because they were in so much pain. They were unable to power the recharger. Their medical history includes that they always had some pain because they had chronic nerve pain and their back had been broken by their late husband. No further complications were reported or anticipated. Additional information was received and it was reported that the recharger had not resolved being unable to charge and the pain that resulted. The patient was still in pain and it wasn't helping. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37751, serial# (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(4). Analysis of the recharger (serial# (B)(4)) found no anomalies as the complaint was unverified. Device, conclusion, methods, and results codes are regarding the recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the recharger wouldn't charge from the wall. The patient stated they were in a lot of pain because they were unable to charge their implant. They stated they were ready to have their implant removed because they were in so much pain. They were unable to power the recharger. Their medical history includes that they always had some pain because they had chronic nerve pain and their back had been broken by their late husband. No further complications were reported or anticipated.

Event description:
Additional information was received and it was reported that the patient was sent a new unit to resolve their pain and being unable to charge. They still had severe pain in their spinal cord, legs, hands, and feet. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID (B)(4), serial# (B)(4), product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.